Manufacturer narrative:
The reported event that the tip of the screwdriver broke with the torque limiter could be confirmed, since the returned screwdriver matched the reported failure. The torque limiter was not returned for evaluation and so its functionality could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. Since the screwdriver belonged to a loaner kit that was inspected before sending to the customer, one can exclude that the device was damaged in a previous application. The visual inspection of the screwdriver revealed that the screwdriver has a broken tip consistent with breakage due to the application of a high torsional force. It was reported that the patient had hard bone and so, an additional step of tapping is required in this case. Tapping would prevent the application of excessive force in the insertion of the screw. Excessive force would lead to the instrument breakage. Note, as stated in the operative technique: "it is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use 5.0mm tap (ref (B)(4))." [Original statements]: additionally, it was also stated that a torque limiter was used. However, note that torque limiters need regular maintenance in order to operate properly and to give accurate results. Upon a situation where the torque limiter is not well maintained, it will not indicate the correct torque of the screwdriver and it can happen that the screwdriver is damaged due to overtorqueing. Note, as stated in the operative technique: "the torque limiters require routine maintenance. Refer to the instructions for maintenance of torque limiters (v15020)." [Original statements] note, as stated in the IFU v15020: ''instructions for use - maintenance of torque limiters to ensure accurate torque measurement over time, torque limiters require periodic testing: 702750 - 4nm torque limiter must be tested every 100 surgeries or 1 year [...] Sudden torque application may produce incorrect readings. Do not apply axial force on the torque limiter during testing. Torque limiters within specification can be used for surgery. Torque limiters close to specification limit should be tested frequently to ensure remaining within specification. Torque limiters outside specification must be discarded and replaced by new ones.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device was not returned.

Event description:
It was reported that the tip of the driver was broken with torque limiter. It was also reported that spare product was used to complete the surgery. Event occurred during a primary surgery.

Manufacturer narrative:
The reported event that the tip of the screwdriver broke with the torque limiter could be confirmed, since the returned screwdriver matched the reported failure. The torque limiter was not returned for evaluation and so its functionality could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. Since the screwdriver belonged to a loaner kit that was inspected before sending to the customer, one can exclude that the device was damaged in a previous application. The visual inspection of the screwdriver revealed that the screwdriver has a broken tip consistent with breakage due to the application of a high torsional force. It was reported that the patient had hard bone and so, an additional step of tapping is required in this case. Tapping would prevent the application of excessive force in the insertion of the screw. Excessive force would lead to the instrument breakage. Note, as stated in the operative technique: "it is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use 5.0mm tap (ref (B)(4))." [Original statements] additionally, it was also stated that a torque limiter was used. However, note that torque limiters need regular maintenance in order to operate properly and to give accurate results. Upon a situation where the torque limiter is not well maintained, it will not indicate the correct torque of the screwdriver and it can happen that the screwdriver is damaged due to overtorqueing. Note, as stated in the operative technique: "the torque limiters require routine maintenance. Refer to the instructions for maintenance of torque limiters (v15020)." [Original statements] note, as stated in the IFU v15020: ''instructions for use" maintenance of torque limiters. To ensure accurate torque measurement over time, torque limiters require periodic testing: 702750 - 4nm torque limiter must be tested every 100 surgeries or 1 year sudden torque application may produce incorrect readings. Do not apply axial force on the torque limiter during testing. Torque limiters within specification can be used for surgery. Torque limiters close to specification limit should be tested frequently to ensure remaining within specification. Torque limiters outside specification must be discarded and replaced by new ones.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
It was reported that the tip of the driver was broken with torque limiter. It was also reported that spare product was used to complete the surgery. Event occurred during a primary surgery.